Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov2020151 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended.

Event description:
Invalid result (s). Customer reported getting no lines on test he tried before calling acon. He stated she applied 4 drops in the s well but no c line appeared. He used the cassette immediately after opening and it was sealed.